Manufacturer narrative:
(B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4).

Event description:
(B)(4) the dentist reported that 90 days after the dental implant was installed in intraoral region #21 it was verified its non osseointegration. The 45 ncm of primary stability was achieved immediate load was performed. There are not any other info about the case.